Manufacturer narrative:
Upon evaluation of the device, it was determined that the device was on the incorrect version of software which caused the error. The device was updated to software version 2.14.1 which resolved the issue; the bag label was updated with the correct beyond use date. No additional information is available at this time.

Event description:
It was reported that the device printed an incorrect beyond use date (bud) on the label during preparation. The customer prepared succinylcholine 200 mg/10 ml syringe that was labeled with label with an expiration date of 8/14; however but the vial used in creating the prep expires 8/1. No adverse events were reported as a result of this malfunction.